Manufacturer narrative:
Concomitant medical products: product ID: 977a260,serial#:(B)(4),implanted:(B)(6),product type: lead. Product ID 977a260 lot# serial#(B)(4), implanted: (B)(6), product type:lead other applicable components are: product ID:977a260, serial/lot #: (B)(4), ubd:08-sep-2024, UDI#:(B)(4). Product ID: 977a260, serial/lot #: (B)(4). Ubd: 25-apr-2022, UDI#:(B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted her relief was not nearly as good as her trial. Since she is dtm programming the manufacturer representative had been working her through the normal changes they make with dtm programming but she had not experienced increased relief. There were no known external or patient factors that contributed to the issue. An x-ray was taken that showed the lead had migrated down slightly, though not enough to require surgery. The patient was reprogrammed according to the new lead location and the issue was resolved at the time of the report.